Event description:
We were made aware by our distributor of an event reported on maude database (report number mw5153640) of which we had not been made previously aware. Event description: "spoke with member's nurse, she did infusion for deferoxamine, and it ran over 8 hours just fine previous day. Today morning, she started the infusion, and pump was infusing too fast, in about 45 minutes, almost less than half of the medication was administered. She stopped the infusion. She asked pharmacy to contact her for assistance. Pharmacist reached out, however she was unable to reprogram the pump herself, arranged for replacement pump to be sent. Member missed half of infusion the day of the occurrence of pump failure, however new one was sent for next day delivery, therefore should not have missed any further doses. No adverse effects reported. Pump would be returned once member receives the return box. At the time of call, no lot number or further pump info available. Indication: hemochromatosis due to repeated red blood cell transfusions. Reported to (B)(6) by: health professional".

Manufacturer narrative:
We were made aware by our distributor of an event reported on maude database (report number mw5153640) of which we had not been made previously aware. Checked conformity of DHR. We asked for further information and for availability of the device: the device was not available for investigation. Should the pump be available in the future, we will reopen the complaint and the report will be updated accordingly. (The submission of this report is past the deadline due to issues with esg webtrader).